Event description:
The customer reported to baxter a v-link luer activated device with silver anti-microbial coat in which a no flow occurred. According to the report, the customer was connecting to the IV extension set and flushing with normal saline and they could not get the normal saline to flow. The device was used with a catheter extension set. When the luer activated device was connected was when the no flow was noticed. The device flushed easily when disconnecting and flushed without being connected to anything. The condition occurred during patient use. There was no patient injury or medical intervention associated with this report. This is report 3 of 3 of the same reported problem from this facility. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was discarded and was not available for evaluation; therefore, the reported condition could not be confirmed nor duplicated and the assignable root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted.